Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted without issue. After deployment of the second clip, it was found that the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). It was determined that the mr reduction was 1-2, and considered good; therefore, no additional clips were needed. There were no adverse patient sequel or a clinically significant delay in the procedure. No additional information was provided.